Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify low battery alert due to blank display. Unit received with corroded battery tube and corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had low battery and replace battery alarm. The customer¿s blood glucose level was unknown. The device will be returned for analysis.